Event description:
The customer reported check alarm light emitting diode (led). The device was not in clinical use, no user/patient harm was reported.

Manufacturer narrative:
B4: 19aug2021. The filters were replaced for preventive maintenance. The field service engineer (fse) also found errors present in the ventilator. The field service engineer (fse) confirmed the central processing unit (cpu) printed circuit board assembly (pcba) fixed the battery issue. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
B4:(B)(6)2021 the field service engineer confirmed the malfunction button membrane and replaced the power switch overlay to resolve this issue. The filters were also replaced. The removed components were requested to return for further evaluation. The investigation is ongoing.